Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the issue was resolved by reloading firmware onto the motion controllers of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would lose the position and most recently performed calibration. The imaging system was reported to be prompting the user to perform motion calibrations. There was no patient present when this issue was identified. No additional information was provided.